Manufacturer narrative:
Citation: greason kl predictors of 1-year mortality after transcatheter aortic valve replacement j card surg. 2018;33:243¿249 doi 10 .1111/jocs.13574 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding predictors of 1-year mortality after transcatheter aortic valve replacement. All data were collected from a single center between november 2008 through april 2016. The study population included 723 patients (predominantly male; mean age 82 years), of which 116 were implanted with medtronic corevalve prosthesis and 32 were implanted with medtronic evolut r prosthesis. The serial numbers were not provided. Among all patients in-hospital, 30-day and 1-year mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: permanent pacemaker implantation, stroke, vascular injury, conversion to surgical aortic valve. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.